Manufacturer narrative:
The pump was returned to animas for evaluation. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned with the keypad peeling up around the ok button. A peeling keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation should be clearly visible and warn the patient to discontinue using the pump. Evaluation revealed that ok button spring is inverted and the button does not always spring back when pressed. During investigation a zero unit bolus was duplicated due to the inverted ok key; no other bolus amounts were duplicated. The black box revealed that the patient delivered between 9 and 15 boluses daily on the five days prior to the event; on the day of the event, there were 13 boluses delivered including the 5 boluses the patient denied programming. Based on the bolus pattern, the probability exists that all of the boluses were programmed by the patient. The pump was tested on a 29-hour flow test and found to be operating within required specifications and delivering insulin accurately. The black box and pump history revealed no alarms or conditions that indicate a malfunction had occurred.

Event description:
It was reported that the patient was hospitalized for inadvertent infusion of insulin. During the event his blood glucose ranged from 50mg/dl to 124mg/dl. A family member noted that she was told he had a seizure at baseball practice but she did not witness the event. She provided the following sequence of events. The patient experienced blood glucose at 6:30pm of 60 mg/dl, he ate and delivered 6 units as a normal bolus for the carbohydrates. At 7:30pm the patient attended baseball practice, his blood glucose dropped to 50mg/dl, and the patient was described as having a seizure. He was given several glasses of gatorade and taken home. The patient's blood glucose remained around 50mg/dl so the paramedics were called. He was given intravenous dextrose and his blood glucose increased to 119mg/dl and then dropped back down to 70 mg/dl. At that time, he was transported to the hospital for further treatment and monitoring. The family member stated that the patient did not prime while attached or manipulate the cartridge cap, cartridge, or tubing. She said that the keypad buttons have been difficult to push for the past several weeks. She denied peeling, lifting, or other damage to the keypad. The time, basal rates, and prime history are accurate. The pump has not been exposed to x-ray. Review of the bolus history revealed normal boluses were delivered from the pump as follows: 5:38pm 7.25 units, 6:01pm 9.8 units, 6:30pm 6.0 units, 6:42pm 7.55 units, 6:47pm 7.35 units, and 6:50pm 8.6 units. The family member and the patient denied that he programmed or delivered any of these boluses. The patient said that he usually wears the pump in his pocket; he disconnected from the pump at 7:00pm for baseball practice.